Event description:
During preparation for cardiopulmonary bypass, the heart lung console could not be powered off. There were no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
The serial number of the device was not reported by the user. The cause of the reported behavior was a malfunction of the power manager circuit board. The consequence of the malfunction was that instead of switching the device off, the device was switched to backup battery power. The malfunction of the circuit board was determined to be caused by a failed component (u24) on the power manager board. No other components on the board were affected and the exact cause of the component failure is unknown.